Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user felt difficulty in loading and ligating a clip during a laparoscopic uterus malignant tumor resection. Checking the applier, the jaws were misaligned. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient.

Event description:
It was reported that the user felt difficulty in loading and ligating a clip during a laparoscopic uterus malignant tumor resection. Checking the applier, the jaws were misaligned. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer, tecomet, reported: "per customer provided information the DHR for the alleged medical device was reviewed and found complete without any irregularities. The alleged medical device was produced at the tecomet, inc kenosha wi facility as part of a 50 pc lot in july 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inviting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument has not been returned for review evaluation therefore we are unable to validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed close d." Teleflex will continue to monitor and trend for reports of this nature.